Manufacturer narrative:
It was confirmed by the engineering technician through visual inspection the stop was broken off the plastic lever of the device. Material fatigue or inadequate resistance to autoclaves may cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
The universal handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the stop tab on the rear of the device was broken off and missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The universal handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the stop tab on the rear of the device was broken off and missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.